Event description:
It was reported that remote transmission noted possible intermittent atrial undersensing on the presenting electrogram. The physician was notified and is not concerned and would schedule an x-ray of the lead. The lead remains in use. No patient complications have been reported as a result of this event.